Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was throwing up and passed out due to high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was over 1000 mg/dl when paramedics arrived. Customer reported that he disconnected his insulin pump because he accidentally pressed the buttons on it. Customer stated that he forgot to connect his insulin pump back on, when he woke up his blood glucose was high. Nothing further was reported.